Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating, it was reported a fluid loss where the tubing met the cylinder on the right side. The ipp was explanted. There were no patient complications reported.